Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had two programs on group a. It was noted that program two for the right leg would periodically ¿dramatically¿ increase in amplitude. The patient thought it would go from 1.4v to 2.8v. The manufacturing representative looked at the amplitude trend summary and it never showed a voltage above 2.0v. In addition, there was nothing above 2.0v in ¿view defined positions.¿ it was noted that when it increased stimulation got very strong. It was further noted that this sometimes corresponded to postural movement when they reached down. It was noted that this occurred relatively consistently but could not be reproduced. The patient had adaptive stimulation on. It was noted that when the patient rode in a car they had an increase in pain and would increase amplitude 1.4v to 2.8v at times. The patient also claimed that the amplitude sometimes did not remain. It was noted that the patient had a ¿large¿ transition zone and the manufacturing representative thought this may be what was going on. It was noted that the patient had medical issues unrelated to the stimulation as of the date of this report. It was further reported that the maximum voltage on group a was 2.4v. Additional information received reported that no further actions were scheduled or planned until receipt of the product analysis.